Event description:
Reportedly, valve explanted at implant after it was unable to be seated properly, so surgeon had to remove it and use a mechanical valve conduit instead. No valve to be returned, per rep it was discarded. No further information available.